Event description:
It was reported that during a percutaneous transluminal pulmonary valvuloplasty treatment procedure, removal difficulties were encountered. The physician had inflated the balloon to 8 atm for 10 seconds. Following deflation, the balloon catheter could not be removed through the sheath. The balloon was slowly re-inflated to approximately 4 atm and then deflated several times in an attempt to facilitate rewrapping of the balloon. This maneuver was unsuccessful and the balloon catheter and sheath were removed as a unit. No patient injury or complications were reported. Patient status is reported as 'good' following the procedure.